Manufacturer narrative:
(B)(4). The lot was manufactured from june 26, 2014 ¿ june 27, 2014. The device was received for evaluation. Visual inspection noted that the red coil cap had separated from the housing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the separation was determined to be malformed upper housing. The cause of the malformed housing was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of a large volume infusor was not "correctly mantled". This was noted while unpacking the device and before use. There was no patient involvement. No additional information is available.